Event description:
A report was received per social media that the patient was experiencing inadequate pain relief. It was also noted that the device was causing more pain. The patient underwent an explant procedure. No further information could be obtained.